Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial; dry with residue/debris on product. Visual inspection found haptic torn/deformed and residue on lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -18.0/1.5/099 (sphere/cylinder/axis), implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.